Event description:
It was reported that an ez35w was used during a laparoscopic splenectomy. It was reported by the affiliate that while using the instrument to cut and staple the splenic pedicle, the jaws of the device closed properly. However, when firing the device, there was a loud crack and the release button would not release the anvil of the device, from the splenic pedicle. Another device was used to fire across the pt side of the specimen, which worked fine. However, as a result of the misfire, it was necessary to open the pt and convert to an open procedure.